Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, an opening assessed, as fold flaw opening. Capsular contracture: unable to observe. As per the investigation procedure: non-penetrating nick, creases and wear abrasion were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, rupture. And capsular contracture, baker grade IV. This record is for the right side. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade IV. This record is for the right side, device has been explanted.